Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h6 and h11. Based on the results of the investigation, the customers¿ allegation was not confirmed and therefore, a definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
New information from customer - date of awareness:05-jan-2026. Date of event:(B)(6) 2026.

Manufacturer narrative:
This supplement is being submitted with additional information - b3, g3, and h2. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope had a blackout. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.